Event description:
It was reported that during a stent placement procedure via left femoral access, the tip of the of stent was allegedly flared while stent locked. It was further reported that the tip of the stent allegedly stuck and refuse to pass the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the catheter sample is not available for evaluation. Images were provided for review. Provided images demonstrate a partially deployed stent with locked safety mechanism which leads to confirmed result for premature deployment. Images/movie demonstrating the insertion difficulty were not provided. There was no visible damage, a 6f introducer with 0.035" guidewire were used for access, and the system was running smoothly over the wire. Based on the investigation of the provided information, the investigation is closed as confirmed for premature deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Under required materials the instruction for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. The instruction for use further state: 'visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed., and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' H10: d4 (expiration date: 10/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure via left femoral access, the tip of the of stent was allegedly flared while stent locked. It was further reported that the tip of the stent allegedly stuck and refuse to pass the sheath. The procedure was completed using another device. There was no reported patient injury.